Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The patient had received an inappropriate anti tachycardia pacing therapy for a supraventricular tachycardia rhythm. It was noted that the implantable cardioverter defibrillator had initially diagnosed the rhythm correctly, but later premature ventricular contractions contributed to incorrect diagnoses. Programming changes were made. The patient was stable before and after the changes.